Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in catheter defective damage. It was reported by customer that writer attempted to insert 24g butterfly primed with 10mg/ml hydromorphone hp 10. Insertion notably difficult to penetrate skin. Upon removal of needle, catheter tip dislodged and appeared to be shriveled. Needle was discarded in sharps container before inspection could occur. Verbatim: rcc received a complaint via email. Email(s) attached. Item - 383319. Lot -3179200. Issue: writer attempted to insert 24g butterfly primed with 10mg/ml hydromorphone hp 10. Insertion notably difficult to penetrate skin. Upon removal of needle, catheter tip dislodged and appeared to be shriveled. Needle was discarded in sharps container before inspection could occur. Co-assign to nurses- nurse in charge notified.

Manufacturer narrative:
DHR review: the complaint lot#: 3179200, assembly in (B)(4) plant on 2023.jul.10, lot quantity is (B)(4) ea review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no picture attached to show the typical defect feature as well. Retain sample analysis: sampling 2 ea from the retain sample of the same manufacture lot to check product catheter tipping quality and check product puncture function, inspection and test result are within production specification, refer to the attachment for retain sample test report. Possible cause analysis: customer feedback the catheter cannot got past the patient's skin and catheter tip dislodged and appeared to be shriveled, two defect codes recorded, but they are interconnected, possible reason of this type of defect will be: 1. Catheter tipping quality is poor. 2. Catheter lubrication quality is poor. Manufacture process have the operation as below to monitor and prevent the risk above: 1. 100% inspection catheter tipping quality was performed, in-process sampling check will also check this items. 2. Both in-process inspection and outgoing test will check catheter lubrication status and catheter puncture function. There is no defect sample provided, no picture attached to show a typical defect feature, the retained sample inspection and test result are within production specification, so the root cause for this case is not clear.

Event description:
No additional information provided.